Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (diseased and degenerative in nature) contributed to the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip detached from one leaflet and remained attached to the other leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A mitraclip xtr was deployed successfully, reducing mr to 3. During preparation to implant a second clip to further reduce mr, a single leaflet device attachment (slda) of the mitraclip xtr occurred. The mitraclip detached from the anterior leaflet and remained attached to the posterior leaflet. The second clip was successfully implanted for a dual purpose of reducing mr and stabilizing the slda. A third clip was implanted to further stabilize the slda, successfully reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.